Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Essure implanted on (B)(6) 2010. The pt complained of moderate to severe pain and cramping since the essure placement. Devices confirmed in the fallopian tubes on CT and no other pathology found to account for the pelvic pain. Dr wanted to try to pull them out hysteroscopically; clinical liaison told him that per the IFU it was not recommended. On (B)(6) 2011, confirmed he went in hysteroscopically, and no coils were visible. He converted to laparoscopy and he could see the micro inserts at the cornu and in the fallopian tube. He then performed the recommended linear salpingotomy and was able to remove both devices successfully and performed a tubal. Pt did well and he will see her in a few weeks for post-op follow up. On (B)(6) 2011: confirmed with dr (B)(6) that patient's symptoms have resolved after device removal.